Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer is frozen and is unable to interrogate a patient. It was reported after instruction the programmer was restored to service. No patient complications have been reported as a result of this event.